Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: slow blood flow at access site after manta deployment. Flow restored after inflation of 8 balloon at access site. After multiple good faith attempts, the account would not release any additional information or respond to the requested questions.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. A central positioned access was gained utilizing micropuncture and ultrasound guidance. The arteriotomy was 8.0 mm, with a depth measurement of 7cm + 1cm. No issues were encountered advancing and withdrawing the procedural sheaths. Following deployment, hemostasis was immediate, however, a post-angiogram indicated slow flow present at the access. Balloon inflation was applied, and blood flow was restored. The device was not returned, and angiograms were not received for investigational purposes. There is believed to be no device failure. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. The root cause of the minimal flow was possibly caused by a dissection at the closure site. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The cause of the dissection is inconclusive. The following adverse events associated to the deployment of vascular closure devices have been identified in the IFU (lbl-004 r b): ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, and vessel laceration or trauma. Additionally, precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.